Event description:
This 50-yr-old female underwent a "bam" in 1977 & 1986 with insertion of silicone gel implants. The pt complains of breast pain and hardness and recurring axillary lumps. Gross exam: right breast implant intact; left implant is disrupted with a ragged 2.5 cm. Capsule micro: fibrosis and chronic inflammatory changes.